Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported intra operatively that the right atrial (ra) lead implant was unsuccessful on multiple occasions due to dislodgement. The ra lead also displayed inadequate sensing. The ra lead was attempted, not used. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.